Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the overlay was cracked. Analysis also identified that the printer drawer and the power cord assembly were damaged . The upper hinges were worn .all found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was cracked , the user was unable to properly use the stylus on the screen due to the crack. The programmer was returned for analysis. There was no patient involvement.